Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not adjusting insulin therapy as intended. Customer experienced a low blood glucose (bg) level of 46 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer reverted to manual injections for insulin therapy.